Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. Confirmatory gram testing was performed, and the results were negative. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter, translated from portuguese: 4 samples were positive and disappeared, but they increased to 8 only they are out of bottle.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. Confirmatory gram testing was performed, and the results were negative. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter, translated from portuguese: 4 samples were positive and disappeared, but they increased to 8 only they are out of bottle.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and rack was reset. This is an unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. Bd quality will continue to closely monitor for trends associated with this failure.